Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that customer was told that these lenses would give a perfect vision, but he did not have that with these lenses. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he had several concerns regarding selecting these lenses with the surgery. Vision was worse now than it was before. Additional information has been requested and received stating that he had issues right from the beginning. After all the follow up had been done, yag was performed. Saw the provider 2 weeks ago for lasik consult which was never informed by surgical group that yag nor lasik would be necessary after. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).